Event description:
It was reported to the service and repair department, the extraction screwdriver and the inner shaft for extraction screwdriver had broken tips and broken inner shafts. This complaint is for a warranty replacement only. Reportedly this event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Additional evaluation does not contain any new information that needs to be reported. According to the product development evaluation, the inner shaft was received as a fractured thread. There are some minor scratches on the surface. The 352.311 extraction driver is used for removal of the vectra and accs screws. The inner shaft threads into the inner thread of the screw. The outer driver shaft is then used to unscrew the screw from the bone. The inner shaft of the driver was returned fractured with approximately 2.5 threads remaining. The thread failure appears to have occurred from applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The materials of the device were reviewed and are adequate for the devices intended use. (B)(4). The assumption that the component was not removed is due the fact that it was not returned. This complaint is deemed valid from a design perspective due to the similar failure mode.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): the item was received with the tip and inner shaft broken.no service history review can be performed because the lot number cannot be traced.(B)(4)